Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgery performed bha surgery on (B)(6) 2016. The patient received a diagnosis at the hospital because she fell and the surgeon found disassociation by x-ray. So the surgeon performed re-surgery to change tha on (B)(6) 2017. The surgeon suspects the cup has problems for design and feature because the head made disassociation at the non breaking locking feature. The parts are not consignment parts.